Event description:
It was reported that the six contact strip was not transmitting a signal. After looking at the scan, it was determined that the placement was good and that there was a malfunction with the strip. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.